Event description:
Information was received from a patient who was receiving morphine via an implantable pump for nonmalignant pain. It was reported that the patient wanted to get a bolus but all it does is circle at 90% for hours on end even after turning it off and back on again. This had been going on almost several months or longer. They were walked through clearing data on the handset and they were able to connect to the pump and request/receive bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.